Event description:
Reporter states that "on occasion had seen er1" likely result of a number of technique issues, however, "never because my blood was over 500mg/dl. "Reporter was given a review of technique issues that could cause an er1 message retests after er1 message and gets a result within her usual blood glucose range "170-200mg/dl.